Manufacturer narrative:
(B)(4). Block h10: investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 310.4 cm from the top of the connector to the break. This piece included kinks. The second piece measured approximately 2.8 cm and included the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
Note: this report pertains to the first of two devices used in the same procedure. It was reported to boston scientific corporation on november 13, 2018 that a flexiva 200 laser fiber was opened for use in a ureteroscopy with laser procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be broken before it came out of the package. A second fiber was opened and the same issue occurred. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects as a result of this event. There were no reported patient complications. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received but has not yet been evaluated; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
Note: this report pertains to the first of two devices used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use in a ureteroscopy with laser procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be broken before it came out of the package. A second fiber was opened and the same issue occurred. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects as a result of this event. There were no reported patient complications. The patient condition at the conclusion of the procedure was reported to be fine.